Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 5.1 was not detected on the bus. The customer rebooted and hard shut it down the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.